Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 79 mg/dl at the time of the incident. The customer stated they were put on a medication that caused them to go low and sleep deeper and not be able to respond to lows. The customer was given fluids to treat. The customer experienced symptoms such as unresponsiveness and dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.